Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high at the time of the event and got treated with manual corrections. The blood glucose was high for greater than 4 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.